Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula crimped event on (B)(6) 2026. The event occurred three or more hours after insertion, with the insertion site in the abdomen. The infusion set had been in use for less than a day. The patient's blood glucose level was high and was treated with a correction injection via multiple daily injection (mdi). No further information available.